Manufacturer narrative:
(B)(4). The stent remained in the patient. There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
It was reported via trial that the patient was found to have a restenosis in the distal right coronary artery. Another xience was placed to treat the restenosis. No further patient effects were reported. No additional information was provided.